Manufacturer narrative:
The returned ins passed all functional testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the #3 electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Conclusion code and result code no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
PMA: activa rc (model 37612) is not indicated for implant in dystonia patients, which makes this an off-label use. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for dystonia. During implant procedure, high impedances were found prior to closing and dressing the incision. Impedance was greater than 40,000 ohms on electrode pairs involving #3. The ins was reconnected multiple times, but impedances on all pairs but c/0 were greater than 40,000 ohms. Impedances were checked on the extension and were between 2000 and 4000 ohms. A new ins was unpacked, connected, and impedances exceeded 40,000 ohms, but after reconnecting the new ins the impedance issues resolved. There were no particular contributing factors that may have led to the issue. As there was no issue with the second ins, the physician thought the issue was with the first ins. It was also noted the first ins was never implanted. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.